Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported will not stay turned on, which was reproduced during evaluation. A review of the event history log identified will not stay turned on as multiple improper shutdown messages. Visual inspection found the cause was depressed battery pins on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not stay turned on. The reported problem was found in the biomed service department during testing. There was no patient involvement. No additional information is available.